Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during the explantation of the rv lead, connection issues were noted to the subject pacemaker. The physician disconnected the two leads from the device connector port without difficulties . When connecting the new rv lead in the pacemaker, it was noticed that the screw was no longer in the device head and the associated silicone cover was dissociated from its housing. Another device was implanted.

Event description:
Reportedly during the explantation of the rv lead, connection issues were noted to the subject pacemaker. The physician disconnected the two leads from the device connector port without difficulties . When connecting the new rv lead in the pacemaker, it was noticed that the screw was no longer in the device head and the associated silicone cover was dissociated from its housing. Another device was implanted.